Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used in a total laparoscopic hysterectomy, bilateral salpingectomy, loa, cystoscopy procedure on (B)(6) 2022 when it was reported ¿handle broke off while inserted in patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that while manipulating the uterus, a ¿snap¿ was heard, and the handle was no longer secure. The handle began to spin freely, and no was longer able to remain stable to provide manipulation. There was a 5-minute delay while another vcare device was retrieved and placed for use. The procedure was completed as planned. The current status of the patient was listed as ¿discharged, no apparent issue¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used in a total laparoscopic hysterectomy, bilateral salpingectomy, loa, cystoscopy procedure on (B)(6) 2022 when it was reported ¿handle broke off while inserted in patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that while manipulating the uterus, a ¿snap¿ was heard, and the handle was no longer secure. The handle began to spin freely, and no was longer able to remain stable to provide manipulation. There was a 5-minute delay while another vcare device was retrieved and placed for use. The procedure was completed as planned. The current status of the patient was listed as ¿discharged, no apparent issue¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are five complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.